Event description:
It was reported that the customer attempted to deliver a bolus and rec'd a cartridge alarm 1. Customer's blood glucose level was not impacted. The customer was able to load a cartridge successfully.

Manufacturer narrative:
No product returned for eval. Should new relevant information become available, a follow up supplemental report will be submitted.